Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the device showed high shocking coil impedances when connected to the chronic high voltage competitor lead. It was noted that the device only gave readings for one shocking coil despite the lead having two shocking coils. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.